Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was detached from the stand. During evaluation of the device, the service engineer reported that the top assembly had been damaged on the stand. There was no patient involvement when the issue occurred. There was no patient or user harm reported. During evaluation of the device, the service engineer reported that the top assembly had been damaged on the stand. The se replaced the v60 roll stand to resolve the issue. The device was ready for clinical use.